Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> two photos were returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photos. Visual observations of the photos revealed that the green-white as well as the green suture are broken in two pieces also, the ends were frayed. The button appears to be in normal condition. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Based on the visual findings, this complaint can be confirmed. A possible root cause for the green suture and the white-green suture could be attributed to procedure variables such as excessive counter tension or other instrument that pulls the suture which creates a stress point on the suture, leading to a fraying/breakage, also the sutures could have rubbed with the bone internal walls and consequently cause their damage. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). E3: reporter is a j&j employee. H4: the device manufacture date is currently unavailable. Investigation summary: two photos were returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photos. Visual observations of the photos revealed that the green-white as well as the green suture are broken in two pieces also, the ends were frayed. The button appears to be in normal condition. A manufacturing record evaluation was performed for the finished device 128l524 number, and no non-conformances were identified. Based on the visual findings, this complaint can be confirmed. A possible root cause for the green suture and the white-green suture could be attributed to procedure variables such as excessive counter tension or other instrument that pulls the suture which creates a stress point on the suture, leading to a fraying/breakage, also the sutures could have rubbed with the bone internal walls and consequently cause their damage as per IFU 111882 ream 4.5mm passing tunnel and graft socket, 2. If graft socket breaches cortex, use adjustable cortical xl implant to complete reconstruction, 3. Pass implant construct through the bone tunnels using the green-and-white-striped leading suture, 4. Flip the button on the cortex by pulling the green trailing suture and/or the graft. Confirm deployment by toggling leading and trailing sutures or by pulling on graft, 5. While maintaining counter tension on the graft, advance graft into the socket by pulling the white adjustable suture until the graft is fully seated, 6. Fixate opposing end of the graft, 7. Cut the white adjustable suture. 8. Cut the green-and-white-striped leading suture, 9. Remove the green trailing suture. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Document specification review: IFU-111882. Device history review: pn:232447. Lot number:128l524. There was no non conformance regarding this lot. Manufacturing date: 06 feb 2023. Expiry date: 31 jan 2026. Quantity: (B)(4). Release date: 24 feb 2023.

Event description:
It was reported by the affiliate in colombia that during an unknown procedure on (B)(6)2023, a rigidloop adjustable cortical implant, standard device was used. According to the report, the implant, at the time of raising it through the tunnels, burst without being able to accommodate the plate in the cortex. It was further reported that the mottled thread and then the green one also burst trying to accommodate the plate so as not to lose the implant. It was unknown if and how the procedure was completed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.